Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a post-operative follow-up visit after an index procedure, a subject reported complaints of feeling hot and sweaty, and that her smartwatch showed that she was in atrial fibrillation. An electrocardiogram confirmed atrial fibrillation,and the subject was advised to call the office if symptoms persisted. The following day, the subject reported continued atrial fibrillation, prompting the scheduling of an electrical cardioversion, which restored normal sinus rhythm. The subject was discharged the same day with no changes to medications. Electrocardiograms performed showed atrial fibrillation and subsequent sinus rhythm. The outcome was reported as recovered/resolved. No further patient complications have been reported as a result of this event.